Manufacturer narrative:
Additional information will be provided following the conclusion of the investigation. E1b event site name: (B)(6). H3 other text : device not returned to manufacturer.

Event description:
On (B)(6) 2024, getinge became aware of an issue with one of surgical lights - volista access 400/400. As it was stated and confirmed by photographic evidence, the light did not turn on due to rainwater that infiltered through the ceiling and reached the main tube as well as ceiling power supply leading to damage. There was no injury reported, however, we decided to report the issue in abundance of caution as contact of water with live parts may cause electric shock in case of reoccurrence.

Manufacturer narrative:
The correction of d4 catalog #, d4 unique identifier (UDI) #, h3a device evaluated by manufacturer, h3b device not eval provide code, h3c if other provide code - explain deems required. This is based on the internal evaluation. Previous d4 catalog # ardvcs209004a corrected d4 catalog # none previous d4 unique identifier (UDI) #: n/a corrected d4 unique identifier (UDI) #: (B)(4) previous h3a device evaluated by manufacturer: no corrected h3a device evaluated by manufacturer: yes previous h3b device not eval provide code: other corrected h3b device not eval provide code: n/a previous h3c if other provide code - explain: device not returned to manufacturer corrected h3c if other provide code - explain: n/a getinge became aware of an issue with one of surgical lights - volista access 400/400. As it was stated and confirmed by photographic evidence, the light did not turn on due to rainwater that infiltered through the ceiling and reached the main tube as well as ceiling power supply leading to damage. There was no injury reported, however, we decided to report the issue in abundance of caution as contact of water with live parts may cause electric shock in case of reoccurrence. Based on the information collected, it was established that when the event occurred, the surgical light did not meet its specification and in this way the device contributed to event. The device was not being used for patient treatment upon the event occurrence. Root cause analysis was performed by subject matter expert at manufacturer¿s site. The analysis is following: according to the information provided the presence of water in the device is certainly the result of a water leakage from the facility, it is a phenomenon external to the device. This problem is not related to the device, the volista surgical light is not supplied with water and is not a source of a leak. For safety reasons a functional check of the device is required to verify the absence of damage. Getinge shall continue to monitor for any further events of this nature and does not propose any further action at this time.

Event description:
Manufacturing reference number (B)(4).